Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, the screws were found to be deformed. While the set screws were being placed, it peeled again and were leaving duck tails behind in the patient. The product came in contact with the patient. The product did not break. No patient complications were reported as a result of this event.